Event description:
During surgery the tip of the resectoscope broke and parts came with the prostate chips. There was no patient harm.======================health professional's impression======================no patient harm with this event.